Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working was confirmed. An assessment was performed on the device which found that the triggers were sticking, the device did not turn freely, and was rough running, heated up during testing, and the yellow ring (marking) was missing from the disconnect sleeve. It was also noted that there was corrosion on the housing and lid, and unknown liquid substance on the internal components, the housing was worn, and the bearings had seized. The assignable root cause of these conditions was determined to be due to component wear from normal use and servicing, and component damage caused by improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during product inspection, it was observed that the battery handpiece device was not working. During in-house engineering evaluation it was found that the triggers were sticking, the device did not turn freely, and was rough running, heated up during testing, and the yellow ring (marking) was missing from the disconnect sleeve. It was also noted that there was corrosion on the housing and lid, and unknown liquid substance on the internal components, the housing was worn, and the bearings seized. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.